Event description:
The customer contact reported particulate. It was reported that during priming prior to patient use, particulate was noted in an unspecified location of the tubing set. The customer contact indicated that the particulate may be a dot on the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.